Manufacturer narrative:
Device received with critical pump error after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within specification range.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple errors. The customer¿s blood glucose value was 107 mg/dl. The customer was reported that the alarm was not cleared by selecting ok. Customer was reported that they had issue with the down button, it was hard to press and did not respond. Customer declined troubleshooting. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.